Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. Additionally, it was reported that an auto-off alarm occurred. The customer's blood glucose level was 70 mg/dl to 140 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no no response was received from the customer.